Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after exposing the femoropopliteal bypass during retrograde thrombectomy, this fogarty embolectomy catheter (manufacturer reference (B)(4), medwatch #34905) broke off into two pieces at the level of the a femoralis communis, remaining inside the patient. The catheter had been drained from a femoralis communis into a femoralis profunda. A percutaneous intervention was required to remove the broken part endovascularly with a snare. Another fogarty catheter (manufacturer reference (B)(4), medwatch #34984) was used, but the balloon came off before using it in patient. There was no allegation of patient injury. The devices were available for evaluation. As a summary, two medwatch report are being submitted, one for each device (medwatch #34905 and #34984).

Manufacturer narrative:
One fogarty catheter was received at our product evaluation laboratory for a full evaluation. Customer report of broken catheter was confirmed. As received, catheter body tube was completely broken off next to proximal winding. The cross surface of broken tube was rough. The edges of the broken section appeared to match at the break site. Catheter tip was received bent. Proximal winding was received partially unraveled. No other visible damage was observed from balloon and distal winding. No other visible damage from catheter body was observed per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." There is no evidence to supports or confirm that the failures are related to a manufacturing/design defect or that there was a product non-conformance that potentially contributed to the complaint. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully as part of the manufacturing process, 100 % of the units go through a visual inspection.